Event description:
Pt at home on tpn with pump. Pt called stating tubing was leaking tpn fluid on her bed. She was using 1.2 micron lipid tubing. Pt very competent with equipment. Has been using product for over a yr.